Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient¿s ipg had an increased recharge burden which caused the ipg to be inoperable and the patient to lose therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the device was explanted and replaced to address the issue. Therapy was restored post procedure.